Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on this right ventricular (rv) lead. Low amplitude was noted as well. Boston scientific technical services (ts) was consulted, and further testing was recommended to determine the position of this lead. No adverse patient effects were reported. At this time, this device system remains in service.